Event description:
It was reported that patient underwent initial left total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to acetabular liner wear. The modular head, liner and taper adapter were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Device information - unknown. Date implanted - approximately 21 years ago. PMA/510(k) number - unknown. Manufacture date ¿ unknown.